Manufacturer narrative:
Device has not been returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a patient with diabetes experienced elevated blood glucose levels exceeding 500 mg/dl, confirmed by finger stick, which resulted in diabetic ketoacidosis. The patient administered multiple boluses; however, glucose levels did not decrease. The patient subsequently changed the infusion set and continued bolus administration over several hours before sleeping. Upon waking, glucose levels had decreased to 130 mg/dl. At the time of reporting, the patient¿s glucose level was 145 mg/dl per halo. The patient reported a lingering headache and was route to their healthcare provider for evaluation. No emergency medical services were required during the event. There was patient involvement, but no patient harm.